Manufacturer narrative:
The reported event involving a pump module(s) ¿it was reported that the customer is experiencing a high repair rate of broken device door latches/sears. During the recent technical practice consultant site visit the nurse's reported a generalized complaint of nuisance air-in-line alarms. There were no direct patient reported incidents and in these cases the nurses unloaded and reloaded the IV sets without further complications. The tpc performed proper IV set loading education while on-site.¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that the customer is experiencing a high repair rate of broken device door latches/sears. During the recent technical practice consultant site visit the nurse's reported a generalized complaint of nuisance air-in-line alarms. There were no direct patient reported incidents and in these cases the nurses unloaded and reloaded the IV sets without further complications. The tpc performed proper IV set loading education while on-site.